Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during an tracheobronchial stricture dilatation procedure on a male patient in 2008. According to the complainant, "the lesion was pre-dilated before stenting. To deploy the stent, the release thread was pulled and the distal end of the stent opened as it should." The thread then detached and the remainder of the stent did not deploy. The physician removed the device and the patient remained hospitalized until a new stent could be placed. No complications were reported as a result of this event.

Manufacturer narrative:
The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported malfunction is undetermined. A review of the device history record for the pertinent lot was performed; no anomalies were noted. The january 2008 15-month ultraflex tracheobronchial stent product family complaint trend report, inclusive of all failure modes, was reviewed, no unfavorable trend was noted.